Manufacturer narrative:
Findings: reliability analysis inspected 2 opened/used sensors and inspected introducer needle for burrs/hooks and dull needle tip defects and found both sensors needle with hook at the needle tip. Also found 1 of 2 sensors with cannula peeled back out of needle canal. Unable to confirmed customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 162 mg/dl. The customer was unable to get the soft sensors to insert into the body. The customer stated that the cannula does have a bent in it at the tip. The customer stated that she is unsure if the sensor cannula is intact. The customer was advised to return the sensor and we will send out two courtesy sensor. The customer soft sensor are expired and that too is explained.